Event description:
Information received from an attorney alleged the patient experienced months of pain and suffering, time off work, numerous medical appointments and loss of enjoyment of life as a result of the right ventricular (rv) lead. The rv lead reportedly exhibited high impedance, oversensing and was fractured. The lead was capped and replaced. Approximately one week after the replacement procedure, the patient awoke with pain in the lower left extremity. The patient was taken to the emergency room and was diagnosed with acute onset ischemia with mottling and neurological changes. Surgery was performed to expel a large thrombus/embolus from the femoral artery. The patient also experienced diaphragmatic stimulation which resulted in adjustments to the lead programming. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.